Manufacturer narrative:
Follow up call on (B)(6) 2016 indicated that the customer used a backup method of insulin delivery to control blood glucose level until the customer's replacement pump arrived. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 230 mg/dl. The customer indicated health care provider would be consulted to obtain backup therapy.